Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. There are many factors that could result in the failure of a bioprosthetic a valve, the most common of which is regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, the patient had indication for surgical intervention. However, no intervention was performed as the regurgitation was not deemed severe enough. The root cause for the insufficiency remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 21mm pericardial aortic valve had indication for a valve-in-valve procedure due to a leak after an implant duration of approximately 14 years and 10 months. The surgeon referred the patient to another hospital for a valve in valve procedure. However, the hospital declined to do the procedure stating that the leak was not severe enough. No additional information was provided. The device remained implanted.